Manufacturer narrative:
(B)(4) when valve dehiscence occurs in the late post-operative period, it can be a result from progression of disease or from endocarditis. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. However, the site indicated the valvular regurgitation and dehiscence was likely due to residual effects from endocarditis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after three (3) years, ten (10) months due to severe aortic regurgitation (3+ to 4+). Upon visualization, there were residual effects of endocarditis. There was a rocking of the aortic valve, indicative of dehiscence, where it was likely due to intervalvular fibrosa. A 25mm pericardial bioprosthesis was used in replacement. A mitral valve replacement and a tricuspid valve repair took place before the procedure ended. There was poor left ventricular function; therefore, an iabp was placed. The chest was left open due to worsening acidosis and the patient was later discharged on pod #29 due to cardiogenic shock and kidney disease.